Event description:
Patient reported his blood glucose was 245 mg/dl on (B)(6) 2013 at 7:30 p.m. He attempted to deliver a bolus and the infusion device displayed a battery alarm. He inserted a new battery, and the infusion device would not function. He believes the insulin delivery of the infusion device was too low during the night. He did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.